Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date the patient¿s battery was overdischarged. The rep will trickle charge on (B)(6) 2018. The issue was not yet resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. Additional information was received. Overdischarge was confirmed. Manufacturer representative performed 1 60 minute prm and converted to regular re-charge mode after that. Charged battery to 25% and cleared the por. Educated patient on re-charging to 100% several times. Information was received from the patient. Patient indicated they were with their health care provider (hcp) and manufacturer representative was there. Patient indicated they went to their hcp because the ins went dead and could not keep it charged. Patient stated the hcp and representative charged it 3/4 of the way and wanted them to go home and charge it up all the way. The patient reported their recharger was not working and indicated the piece that goes on the back has a problem with the cord. The patient indicated nothing comes up but a picture of the batter on the screen. The patient took their recharger out and was seeing charge the recharger screen. Patient reported they had the recharger plugged into the wall for 3 hours and the recharger was not charging their ins. The green light was on and the desktop charger (dtc) looked good besides the prongs in the metal tip are way down. No further complications reported and/or anticipated at this time.